Manufacturer narrative:
(B)(4). We are obtaining further information to determine if f&p's rt266 infant dual-heated evaqua2 breathing circuit caused or contributed to the reported event.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel (f&p) healthcare field representative that the heaterwire inside the rt266 infant dual heated evaqua2 breathing circuit was not connected, causing condensation in the tube. This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit was not returned to f&p healthcare for investigation as it was destroyed at the healthcare facility. Further information received from the healthcare facility revealed that there was no heater wire in the first 20cm of the inspiratory limb, i.e. The end closest to the patient, and that the heater wire had previously loosened inside the limb. Without the complaint device, we are unable to confirm the reported fault and determine its root cause. However, it is known that the retainer clip can be dislodged if the inspiratory limb is stretched excessively. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: - check that the heaterwire is evenly distributed along the circuit and not bunched or kinked. - set appropriate ventilator alarms. - check breathing circuits for condensation every 6 hours and drain if required. - do not stretch or milk the tubing. - when mounting a humidifier adjacent to a patient ensure that the humidifier is always positioned lower than the patient.

Event description:
A healthcare facility in sweden reported to a fisher & paykel (f&p) healthcare field representative that the heaterwire inside the rt266 infant dual heated evaqua2 breathing circuit was not connected, causing condensation in the tube. This was observed during use on a patient. No patient consequence was reported.